Manufacturer narrative:
Expiration date unk as lot is unk. (B)(4). The complaint device was not returned; however, a review of complaint history, review of qc, and a review of trends was performed during investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the mfg process and again, prior to transport. Per the attached caution label, it is illustrated, "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device a definitive root cause cannot be determined and nothing in the event description suggests a possible cause. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per the warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in elongation and/or separation when the force exceeds design spec. In the absence of add'l info a root cause cannot be determined. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk analysis.

Event description:
Per medwatch form: wire tip became dislodged from main body of wire. Radiology interventionist snare wire from contra lateral groin. No pt harm. Radiology interventionist snared wire from contra lateral groin. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.